Event description:
It was reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.